Manufacturer narrative:
The actual date of event is unknown, no product will be returned. A review of the complaint history was performed which did not confirm similar complaints with the same or related failure mode. A review of the device history record was performed from the date of manufacture to the date of product release for distribution which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. Device was not returned to manufacturing facility

Event description:
It was reported that the device top pressure sensor needed replacement and cleaned up the air in line sensor as well but the pump is working normal now. There was no patient involvement.